Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 5073739. The explanted leads were not returned for investigation as they were discarded by the medical facility.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on 4 contacts on both of the leads. Reprogramming was attempted but did not resolve the issue. The patient underwent a lead explant procedure where the leads were removed and replaced with a new ones. The patient is reportedly recovering after the procedure and has adequate stimulation.